Event description:
A report was received that the patient's lead was eroding at the ipg site. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg). The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and paddle lead were not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records for the ipg and paddle lead will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.